Event description:
The customer reported the device showed a speaker malfunction message and had no audio. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.

Manufacturer narrative:
.